Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient presented with a mrh/gmrs proximal tibia unstable prosthesis. It was assumed to be a worn set of bushings. Upon opening the knee it was determined that the problem was not a set of worn bushings but rather a fractured mrh small femoral component. The lateral condyle of the femoral component had fractured off. A new mrh small femoral component was cemented in place along with all new corresponding parts.

Manufacturer narrative:
An event regarding revision surgery due to fracture of an mrh femoral component was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The returned device is fractured through the lateral condyle. Mar indicated that fatigue striations were present at many locations of the fracture surface indicating that the fracture progressed in fatigue. No material or manufacturing defects were observed on the device features examined -medical records received and evaluation: clincian review of the medical records indicated: in this long-term follow-up of oncologic salvage surgery in a young, active patient, fatigue fracture of the semiconstrained component is not unexpected. -device history review: review of the DHR was satisfactory. -complaint history review: there were no other similar events for the reported lot. Conclusions: the reported event regarding a fracture of the femoral component is confirmed. Material analysis indicated that fatigue striations were present at many locations of the fracture surface indicating that the fracture progressed in fatigue. No material or manufacturing defects were observed on the device features examined. Clincian review of the medical records indicated: in this long-term follow-up of oncologic salvage surgery in a young, active patient, fatigue fracture of the semiconstrained component is not unexpected. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Patient presented with a mrh/gmrs proximal tibia unstable prosthesis. It was assumed to be a worn set of bushings. Upon opening the knee it was determined that the problem was not a set of worn bushings but rather a fractured mrh small femoral component. The lateral condyle of the femoral component had fractured off. A new mrh small femoral component was cemented in place along with all new corresponding parts.